Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen on the "preparing to fill" screen, and the customer was unable to clear it. During troubleshooting with tandem technical support the screen was able to be cleared. Reportedly, the customer was delayed to deliver a bolus for a dinner consumed and blood glucose (bg) level elevated to 550 mg/dl. The customer confirmed having manual injections to address bg level.